Event description:
(B)(4) study. Same case as 2134265-2011-06049. It was reported that during a coronary artery stenting treatment procedure vessel pinching and a dissection occurred.. Lesion 1 was located in the 1st right posteriolateral branch with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 x 8 mm taxus liberte stent, with 0 % residual stenosis. But there was pinching of the pda after this stent deployment. This was treated with several balloon inflations with residual stenosis of less than 50%. Lesion 2 was located in the mid right coronary artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 16 mm taxus liberte stent. After the deployment of this stent there was question of a small dissection. This was treated with placement of a 3.00 x 8 mm taxus liberte stent which was deployed distal to the previously placed stent in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. The patient discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).